Event description:
Vertigo, imbalance, neurological peripheral problems, burning skin, burning brain sensation, sinus & ear inflammation & pain, rash, chronic fatigue, burning & dry eyes, dizziness, loss of muscle strength, chronic head & face aches, allergy sensitivities, sensitivity to light and sound, feeling of closed in, digestive problems and hypothroidism. These symptoms escalated in the year 2003.